Event description:
It was reported that the patient, with a history of atrial fibrillation (afib) and poor sensing, experienced two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was initially set to an alternate configuration but was later changed to a primary setting. Analysis of the data revealed intermittent oversensing, which may lead to inappropriate shocks. The smart pass feature was recommended to be kept on improving sensing. However, this may result in missing true ventricular tachycardia (vt) episodes around 190 beats per minute. The alternative option of setting the device to 180/240 may reduce the risk of oversensing but increases the risk of shocking slow vt. The healthcare provider (hcp) discussed the analysis with the patient and physician, and they will review the options to determine the best course of action. Currently, this product remains in service and no additional adverse patient effects were reported.